Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both heavily calcified and tortuous. A xience skypoint was advanced, but resistance was met and the device failed to reach the lesion. Resistance was met during removal of the device, but the device was successfully removed. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott drug eluting stent crossed the lesion with no issue, and was successfully implanted, completing the procedure. No additional information was provided.